Event description:
The pt received two pns (off-label) leads from the same lot number. It was reported the pt did not feel she was receiving adequate stimulation therapy from her pns (off-label) system. F/u on (B)(6) 2013, identified one of the pt's occipital leads was repositioned. The pt reported receiving effective stimulation therapy postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.